Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye as a bilateral sequential surgery. The patient experienced excessive vaulting, with elevated intraocular pressure, cell+ date of onset was 1 day postop, ac slightly shallow, lesser cells, with medication used. No diagnostics or cultures were performed. It was additionally indicated that an end of the month review will be performed and a replacement surgery will be decided if required. Lens remains implanted.